Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Product was provided for investigation. An exterior visual inspection was performed and passed. A voltage test was performed and failed. Data was evaluated and a transmitter fatal error was found. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.